Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the found that there was leak of insulin on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer also reported that they called the emergency medical services for low blood glucose. The customer performed self test and the insulin pump passed. The customer declined to troubleshoot for low blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.